Event description:
As reported, the basket of an ngage nitinol stone extractor would not completely close. The device was able to be inserted into the working channel of the scope, but would not advance further into the scope. An ncircle stone extractor was used to complete the unspecified procedure. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
Initial reporter occupation = non-healthcare professional - senior consultant ("dr.") PMA/510k # ¿ exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event summary as reported, the basket of an ngage nitinol stone extractor would not completely close. The device was able to be inserted into the working channel of the scope, but would not advance further into the scope. An ncircle stone extractor was used to complete the unspecified procedure. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record (DHR), the instructions for use, manufacturing instructions, and quality control data. A device failure analysis was conducted on the returned device: product was returned in open packaging. The handle will actuate the basket however it will not fully close. The basket formation appears deformed and some of the plastic sheeting looks to have been peeled back. The reported failure mode was confirmed, the cause is unknown. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. Cook also reviewed product labeling. The product IFU provides no information related to the incident. The returned device was found to have a basket that would not fully close. The sheaths around the basket wires were observed to be damaged, likely caused when the basket was inserted into the scope when the basket would not fully close. The cause for the failure of the basket to close could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.